Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported her blood glucose went up to 400 mg/dl on occasion, and she had experienced flu-like symptoms. Customer stated she would realize that the infusion set had fallen off and reinsert with a new infusion set. Customer was calling for ongoing issues with infusion sets falling off. The insulin pump will not be returning for analysis.